Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site phone). (Type of investigation, investigation findings, component codes, investigation conclusions) corrected field: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, replaced battery (0146-00-0039) and safety disk (0997-00-0985-01) according to the work order. The machine can work normally.

Event description:
It was reported during pm by getinge fse that cs300 itra aortic balloon pump (iabp) battery deteriorated and due safety disk replacement. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). Event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.